Event description:
It was reported that noise was observed on rv electrograms (egm). There was one high rate non-sustained episode and one non-sustained ventricular tachycardia episode on stored egm. The rv lead remains in use. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).